Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis found no krytox observed during visual inspection. Issue related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a white substance allegedly started coming out of the jaws of the vessel sealer extend (vse) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the vse instrument was used on the patient and surgeon indicated that it was likely that some of the excessive lubricant fell into the patient. There was no attempt to remove it. There was no harm to the patient.